Manufacturer narrative:
Patient weight was estimated to be approximately (B)(6). Initial reporter is a siemens employee. A contact name for the facility was not provided. Siemens completed a technical investigation of the reported event. The investigation concluded that the user had the reconstruction boxes, which define the scan length, not aligned in the scan protocol. According to the siemens application specialist, the reconstruction boxes were no longer linked and the fast planning range was set to "none" for one reconstruction box (root cause). There was no malfunction of the reported device. The scan protocol has been corrected and saved to avoid reoccurrence.

Event description:
It was reported to siemens that the scan range of a (B)(6), male patient was longer than expected. Aside from the additional x-ray dose, there were no adverse health consequences to the patient. This report has been filed with an abundance of caution.